Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 06/23/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to animas and investigated by product analysis on 06/10/2016 with the following findings: the pump was returned for investigation with all audio settings set to ¿high¿ with the exception of the temp basal, which was set to ¿off.¿ on investigation, the audio tone was intact and functioning properly. Investigation did not duplicate the alleged audio tone complaint. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the audio tone unit. Unrelated to the original complaint, the battery compartment was noted to be cracked at the case seal below the bumper pad.